Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 130 mg/dl at then time of the incident. The customer stated that the insulin pump was making noise and the screen was blank. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, run current test, self test and off no power test. No blank display or unexpected noise noted. However, device received with a high idle current, problem isolated to interface board.